Manufacturer narrative:
Investigation -evaluation: reviews of the instructions for use (IFU), and quality control data were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record and a review of complaint history records could not be conducted. The instructions for use, provides the following information to the user related to the reported failure mode: contraindications: "transverse fetal orientation," "prolapsed umbilical cord". Warnings: "the product should not be left indwelling for longer than 12 hours." Instructions: "patient preparation". "1. Perform an abdominal ultrasound to confirm singleton, vertex presentation and to rule out partial or complete placenta previa and/or placenta percreta." Based on the limited information available at this time, the cause for the reported incident cannot be traced to the complaint device. The most likely cause of this event is related to fetal station/head engagement and maternal risk factors. Measures have been initiated to address the cause of this complaint. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during an unspecified procedure using a cook cervical ripening balloon w/stylet, the patient experienced an umbilical cord prolapse. No additional consequences to the patient have been reported. No product malfunction was reported. Additional details regarding the patient and the event have been requested. At this time, no further information has been provided.